Manufacturer narrative:
Evaluation summary: as received, the pouch packaging of the device was not sealed (see figure 3). No other visual damage, contamination, or other abnormalities were found to the pouch packaging and device. Photos attached by complaint handler appeared consistent with lab findings. Additional manufacturer narrative: the device was returned for the evaluation and the report that the "package of the ez glide cannula was found open" was confirmed. Per the engineering evaluation, a supplier manufacturing defect was confirmed. There was no evidence that there was ever a seal. No product transfer residue was noted. Additionally, when compared to a lab sample, the open pouch is the same length, indicating it had not been cut. This was likely a manufacturing error during packaging activities. A scar was initiated to further investigate the issue. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: any packaging non-conformance that results in a breach of the sterile package (i.e. Pinhole, tear or seal issue), has the potential to result in a serious infection. In this case, the package of the aortic cannula was found open during incoming inspection. The device was returned for evaluation. A supplemental report will be submitted upon evaluation completion.

Event description:
Edwards received information that was reported by the warehouse in (B)(4) that the package of the an aortic cannula was found open during incoming inspection.